Event description:
Event description guidant received information that this pacemaker, which was included in a recent field advisory regarding failure mode 1 and 2, was explanted one day post an ablation procedure. It was reported that this device had been programmed to doo mode, however, long pauses in pacing were still observed during the procedure.